Event description:
It was reported by service report that the bed had the following issues: scale was off by 12 lbs., power cord was damaged, head caster brakes were not holding. The customer reported that they did not know if there was any patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
Load cell.